Manufacturer narrative:
One controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm as well as premature power switching events. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of five reports (3007042319-2015-01139, 3007042319-2015-01140, 3007042319-2015-01141, 3007042319-2016-00154 and 3007042319-2016-00155) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced power switching events between the power ports of the controller. The controller was exchanged from the hospital stock; there were no reported consequences or impact to the patient. The batteries were also replaced from hospital stock. No additional information was provided. This is report 2 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-01139, 3007042319-2015-01140 and 3007042319-2015-01141) submitted for devices related to the same event.